Manufacturer narrative:
Based on the available information, the root cause of the event could not be established. Considering that 2 similar pvs devices with different sizes were used in the same patient, it is possible that a procedural mis-sizing occurred, but this cannot ultimately be confirmed. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer became aware of this event through device tracking department. Based on the information on patient implant form, patient has received two percival plus aortic valves (pvf-l and pvf-m) on (B)(6) 2024. There is no indication that which valve was explanted, and which remained implanted. No further information is available at this time at this time. No allegation of device malfunction nor serious injury on the patient has yet been received from the hospital.